Manufacturer narrative:
The customer presented at the roche office with the meter and test strips. A qc test was performed and the result was 2.1 inr. The patient was given a letter regarding differences between the laboratory and point of care (poc) testing. The test strips were requested for further investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection.  Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  Occupation: patient/consumer.

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchekinrange meter with serial number (B)(4) compared to an unknown laboratory method.  The meter result was 2.7 inr. The laboratory result was 1.8 inr.  The time interval between the two tests was not provided. The patient's therapeutic range is 2.5 -3.5 inr.

Manufacturer narrative:
The test strips were returned for investigation. The returned test strips were measured on reference meters with a high level control sample: testing results (qc range: 2.7 - 3.3 inr): qc 1: 3.0 inr; qc 2: 3.1 inr; qc 3: 3.1 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Returned customer material and retention material comply with the specification.